Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 550 and 438 mg/dl. The customer states put in carbohydrates did everything to train too, but it was saying it didn't deliver or something. Upon review found customer didn't get an insulin flow blocked or anything but rather they didn't complete steps in the wizard to complete administering the bolus. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.